Manufacturer narrative:
This report is submitted december 09, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on march 09, 2017.